Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from (B)(4) such as the pictures, and similar past cases, there was the possibility that this phenomenon was attributed to the excessive force being applied to the bending section due to the user handling. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corporation (omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that the bending section cover of the subject device had been torn at two places and the two broken internal metal parts had been sticking out from the inside of bending section cover of the subject device. There was no report of patient injury associated with this event.